Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had a button error alarm and the keypad was unresponsive. The customer reported that the device had recently been exposed to humidity. Blood glucose level at the time of the incident was 220 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.